Manufacturer narrative:
As no additional information is expected, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was surgically abandoned and replaced due to oversensing and pacing inhibition. This crt-d remains in service with the new rv lead. No additional adverse patient effects were reported.